Event description:
The customer's wife reported that the customer got out of hospital and was advised by the health care provider if they could get a insulin pump replacement. No blood glucose reading provided. The customer stated that spent hour with technician and the insulin was not functioning properly. Customer stated had diabetes ketoacidosis had been happening for 2 months. Advised the customer that if the issue persists with the replacement pump, it maybe a different issue and unable to determine over the phone or without the health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).